Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator noted what appeared to be clot formation at the cartridge venous header and decided to discontinue treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. There is no evidence of a device malfunction. Investigation is ongoing at the time of this report. There have been multiple similar reports for this pt. It does not appear to be device related. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.